Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012 and (B)(6) 2013, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of mesh due to infection, abdominal abscesses, necrotic colon. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2010: (B)(6) . (B)(6) , md. Surgery office visit. Presents with abdominal pain. Work up one month prior demonstrated a hernia and gallstones. Recommended for surgery but declined. Continues to complain of abdominal pain and diarrhea. Gravida 5, para 4, abortions 1. Surgical history: 1998: bilateral partial salpingectomy for endometriosis. 2004: total abdominal hysterectomy, left salpingoophorectomy. (B)(6) : left abdominal wall repair. (B)(6) : appendectomy. (B)(6) : right salpingoophorectomy. 2006: incisional hernia repair. Gastrointestinal complains of diarrhea and abdominal pain. Physical exam: no palpable hernias. Assessment: symptomatic cholelithiasis. Plan: request diagnostic reports and recommend laparoscopic cholecystectomy. On (B)(6) 2010: (B)(6) hospital. (B)(6) , md. Operative report. Laparoscopic cholecystectomy and separate incision for incisional hernia repair at appendectomy site with bard ventralex hernia patch. Preoperative and postoperative diagnoses: chronic cholecystitis and cholelithiasis, and incisional hernia. Procedure: ¿following the adequate levels of general orotracheal anesthesia, the patient was prepped with chloraprep and draped in a sterile fashion. An infraumbilical incision was made and sharp dissection continued through skin and subcu. The umbilical fascia was incised transversely and traction sutures of #2 silk placed. With sharp and blunt dissection, we entered the abdomen without difficulty and inserted our hasson trocar. The abdomen was insufflated with carbon dioxide and the laparoscope introduced. Two 5 mm and one 12 mm operating trocars were placed in the upper abdomen under direct vision. The gallbladder was placed in traction and moderate adhesions taken down. We then placed the gallbladder in traction and the cystic artery and cystic duct were well-defined, double clipped, and transected. The gallbladder was then removed with electrocautery and placed in an endo bag and removed through the upper abdominal incision. The hepatic bed was then cauterized until hemostatic and the operative site was thoroughly irrigated with antibiotic solution and suctioned clear. We examined for hemostasis which was complete. There was no bile leak. The abdomen was evacuated of carbon dioxide and the laparoscope removed. The umbilical fascia was repaired with interrupted 2-0 dexon sutures and the skin sites closed with interrupted 5-0 pds suture and dermabond glue. We then opened the previous transverse appendectomy site and incurred a small 2 cm fascial defect on the lateral border of the previous appendectomy incision. The sac was defined and opened and excised. We then placed a small bard strap patch through this defect and secured it with horizontal mattress sutures of 2-0 surgilon. A (__) tension repair was achieved. The deep subcu was closed with interrupted 2-0 dexon sutures. The skin was closed with a running subcuticular 5-0 pds suture and dermabond glue. The patient's wound was anesthetized with 0.5% marcaine solution and the patient returned to the recovery room in good condition.¿ (B)(6) hospital. (B)(6) , md. Pathology. Gallbladder: chronic cholecystitis with cholelithiasis and an impacted stone within a diverticulum adjacent to the cystic duct. On (B)(6) 2011: (B)(6) . (B)(6) , md. Radiology. CT abdomen and pelvis. History: right sided abdominal pain. Conclusion: 1. There is evidence of pneumoperitoneum. In the absence of recent surgical procedure, this would be worrisome for probable perforated viscus. No obvious source of intestinal perforation is seen. There is some ill- defined mesenteric edema. 2. No other evidence of acute disease in the abdomen. No evidence of ureteral calculus or obstruction. 3. Free fluid in the pelvis is nonspecific but could be related to intestinal perforation. 4. Status post anterior abdominal wall hernia repair. Small fat-containing umbilical hernia noted. On (B)(6) 2011: (B)(6) . (B)(6) , md. Operative report. Repair of small bowel perforation and removal of chicken bone. Splenectomy. Preoperative diagnosis: perforated viscus. Postoperative diagnoses: small bowel perforation secondary to chicken bone. Iatrogenic spleen injury. Procedure: ¿a midline incision was made. Dissection was carried down through the anterior abdominal wall using cautery. Midline fascia is opened and the peritoneal cavity was entered. There is no free fluid present. There is very minimal contamination. Our search begins in the upper abdomen. The duodenum is unremarkable with no evidence of ulcer. The anterior wall of the stomach is grossly normal. The lesser sac is entered. During this maneuver, in an attempt to evaluate the posterior aspect of the stomach, some bleeding is encountered from the inferior aspect of the spleen. There is a very small capsular tear. Additional measures to control this include direct pressure and hemostatic agents such as fibrillar. These were unsuccessful. Cautery was unsuccessful as well. The bleeding has steadily worsened and we are forced to proceed with splenectomy for safety of the patient, the splenic artery and splenic vein are individually suture ligated with 2-0 silk stick ties. Short gastric vessels are controlled with 2-0 silk stick ties as well. The avascular ligaments are carefully taken down. The spleen is removed from the operative field. This area was carefully inspected. The tail of the pancreas is inspected. There is no evidence of injury to the pancreas itself. Hemostasis is excellent. Total blood loss was approximately 400 cc, but was quite rapid. The remainder of the abdomen is now explored. The lower abdomen is explored. The site of perforation is identified. Interestingly, there is a chicken bone sticking out of the terminal ileum approximately 3 inches proximal to the ileocecal valve. This area is opened further and the chicken bone is removed. It is actually a wishbone. It is sent to pathology as specimen. The small bowel is healthy and viable at this site. It was gently debrided and then closed transversely using interrupted 3-0 silk. The remainder of the small bowel is inspected from the ileocecal valve to the ligament of treitz. No additional chicken bones or other abnormalities were encountered. The entire abdomen and pelvis were thoroughly irrigated and suctioned until dry. Hemostasis was excellent. The left upper quadrant is carefully inspected. There is no further bleeding. Seprafilm was placed. The midline fascia was closed using running 0 looped pds. Subcutaneous tissue is irrigated. The skin is reapproximated with staples. The wound was cleaned and dried and a dry sterile dressing is applied.¿ on (B)(6) 2011: (B)(6) . Provider not listed. Microbiology. Wound smear and culture. C&s, gram stain. Final: rare staphylococcus species (coagulase negative). On (B)(6) 2011: (B)(6) . (B)(6) , md. Radiology. CT-guided left upper quadrant abscess drainage. The patient is a 42-year-old female who is status post surgery with previously drained left upper quadrant and pelvic abscesses. The patient now presents with a small recurrent left upper quadrant collection. ¿an 8.5 french drain was then introduced. Initially there was no drainage. However, it was retracted to bring the pigtail completely into the small space. A total of 2 ml of tan fluid was removed.¿ on (B)(6) 2011: (B)(6) . Provider not listed. Microbiology. Abscess culture smear, collected (B)(6) 2011. Gram stain: few polys, rare yeast. Final: light candida (syn torulopsis) glabrata. Rare candida albicans. Anaerobic culture: no anaerobes isolated after 4 days. On (B)(6) 2011: (B)(6) . (B)(6) , md. Radiology. CT abdomen and pelvis with contrast. History of abdominal pain, abdominal abscesses and abscess drainage. Impression: 1. The patient's pigtail catheter placed into the left upper quadrant fluid collection on (B)(6) 2011 has been pulled back and the pigtail catheter is now within the subcutaneous fat external to the abdomen. 2. There is a 3.5-cm residual fluid collection in the left upper quadrant. 3. No new fluid collection is seen within the abdomen or pelvis. There is some stranding along the incision site without focal defined fluid collection or abscess identified in this location. On (B)(6) 2011: (B)(6) . (B)(6) , md. Radiology. CT-guided aspiration of suspected left upper quadrant fluid collection, yielded no fluid. Previous left upper quadrant abscess, which was drained percutaneously. Followup CT scan shows a small residual abnormality in the splenic bed. On (B)(6) 2012: (B)(6) . (B)(6) , md. Operative report. Ventral incisional hernia repair with 16x6 cm flex hd biologic mesh. Preoperative and postoperative diagnosis: ventral incisional hernia. Procedure: ¿the patient was taken to the operating room, placed supine on the operating table. General endotracheal anesthesia was administered. The abdomen was prepped and draped in standard sterile surgical fashion. Previous midline incision was reentered. Dissection was carried down through the subcutaneous tissue using cautery. A total of 3 fascial defects were encountered. The fascial defects were connected by dividing the fascial bridges. Hernia sacs were excised. The fascia, including all 3 defects, was closed using running 0 looped nylon suture. Because multiple defects were present, the decision was made to reinforce the repair with an onlay patch of biologic mesh, and 16x6 cm flex hd was used as an onlay patch and secured to the anterior surface of the fascia circumferentially in a tension-free fashion using a fascial stapling device. Hemostasis was excellent. The repair was satisfactory in appearance. Subcutaneous tissue was closed with 3-0 vicryl. The skin was closed with 4-0 monocryl. The wound was cleaned and dried and steri-strips were applied.¿ 1.1. Implant preoperative complaints: on (B)(6) 2012: (B)(6) hospital. Provider not listed. Radiology. CT abdomen and pelvis with contrast. [Only page 1 provided]. Symptoms: incisional hernia abdominal. Findings: abdomen: ¿there are multiple areas of abnormal wall weakness seen on today's examination. There are two discrete ventral hernias. Both are above the umbilicus. There has been previous hernia repair identified at the level of the umbilicus and inferiorly. Small areas of herniation demonstrate mesenteric fat and transverse colon.¿ implant procedure: incisional hernia repair. Implant: gore® dualmesh® biomaterial [1dlmc05/06837309, 7.5cm x 10cm]. Implant date: (B)(6) 2012 (hospitalization (B)(6) 2012) . On (B)(6) 2012: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative and postoperative diagnosis: multiple incisional hernias. Anesthesia: general. Findings: ¿this patient has a previous laparotomy incision with multiple incisional hernias. She has multiple medical comorbidities.¿ operative technique: ¿following adequate levels of general anesthesia, the patient was prepped with chloraprep and draped in a sterile fashion. The previous midline incision was then used and sharp dissection continued through skin and subcu. Multiple incisional hernias were found throughout the upper abdominal incision. These were all connected by breaking the fascial bridges. The omental adhesions were then taken down and a 7.5 x 10 cm dual gore-tex mesh graft was then placed subfascially with horizontal mattress sutures of no. 1 surgilon. A good nontension repair was achieved. Deep subcu was then closed with interrupted 2-0 dexon sutures and skin closed with metal staples. A bulky compressive dressing was applied and the patient returned to the recovery room in good condition. Estimated blood loss was 25 cc. All sponge and instrument counts were correct. No blood was given.¿ on (B)(6) 2012: (B)(6) hospital. Implant sticker. ¿gore dualmesh® biomaterial¿. Ref catalogue number: 1dlmc05. Lot batch code: 06837309. W. L. Gore & associates. On (B)(6) 2012: (B)(6) hospital. (B)(6) , md. Discharge. Wound ok. Feels better. Continued on attachment...

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.